Event description:
User stated there was a leak from the analyzer that was on the floor under the front of the analyzer. No operators were harmed. No patients were affected. The field service representative determined there was a bad float switch and replaced it. Performance tests were performed which were within specification.